Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 05-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine (concentration and dose unknown), morphine (concentration and dose unknown), and compounded baclofen 2000 mcg/ml at 450 mcg/day via an implanted pump for intractable spasticity. It was reported the event/difficulty occurred on (B)(6) 2019 post-operatively. It was reported the patient was hospitalized in possible baclofen withdrawal. It was further reported the patient had a catheter revision two days previous at another hospital. Cerebrospinal fluid (csf) was present during the entire procedure and the catheter access port (cap) was positive for csf after the catheter was revisited. The printout from the operating room (or) case was reviewed and the priming bolus and dosing were correct. The drug in the pump was not changed in the or and the pump was interrogated with no alarms. The patient was receiving medical care to stabilize. The issue was not resolved at the time of this report and the patient¿s status was ¿asked but unknown.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ it was unknown if surgical intervention was planned and was ¿asked but would not be made available (legal/confidential reason). The patient¿s weight was also ¿asked but would not be made available (legal/confidential reason). The patient¿s medical history included quadriplegia due to a spinal cord injury. No further complications were reported/anticipated or expected.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2019-oct-18. The hcp stated they were planning to see the patient. It was indicated the patient was still having withdrawal symptoms, as of (B)(6) 2019. Technical services provided the hcp with the emergency procedure for itb withdrawal. The hcp had no further history at the time of the call. Additional information was received from a manufacturing representative (rep) on 2019-oct-27. The rep reported they did not know the reason for the catheter revision. The patient experienced severe life threatening baclofen withdrawal, or some other medical condition mimicking withdrawal, in the setting of recent catheter revision. It was indicated the patient was in the intensive care unit. The rep reported they understood the catheter was moved electively. The current device return status was unknown. Regarding the post-operative baclofen withdrawal, the rep did not know if there was a device issue, patient/therapy issue, procedure issue. The patient was hospitalized with a fever greater than 103 degrees and was very ill. The rep was able to receive an update 3-4 days later and was told "he is better." The rep was not given any further details from the healthcare provider. It was unknown what further actions/interventions were taken to resolve the withdrawal. The cause of the withdrawal was unknown. The rep had reached out to the hospital several times for the information.

Manufacturer narrative:
Concomitant medical products: product ID 8781 serial# (B)(4). Implanted: (B)(6) 2017 product type catheter device code c53269 is no longer applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they were told by the hospital to stop calling the intensive care unit for follow-up. The rep reported the reason for the catheter revision on (B)(6) 2019 was due to the patient having more lower extremity and back pain and the provider felt a lower catheter position would be more helpful. The rep was not aware of a specific catheter issue associated with the catheter revision. The status of the catheter was unknown. Regarding the life-threatening baclofen withdrawal, it was unknown if there was a device issue, patient/therapy issue, or procedure issue. The rep contacted the facility numerous times and was told to stop calling. The patient had experienced spasticity, fever, and signs of intrathecal baclofen withdrawal. Regarding actions/interventions taken to resolve the withdrawal post revision, the patient was admitted to the ICU and was intubated. The rep was not aware of any surgical intervention. The cause of the withdrawal was unknown. As of 2019-nov-08 the patient was being weaned off the intrathecal baclofen. Per the rep, they were told the patient was "doing well."